Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leakage of disinfectant solution. When opened, nothing was touched and in the situation. Poppidone-iodine solution was leaking. Per follow up information received via ibc on 06may2025, stated that there was no patient involvement. Not used in patient.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Based on the evaluation, it was observed that there was incomplete sealed of the pvi sachet that caused leakage. The pvi was spread into the others component of the package. The reported event is confirmed as supplier related issue. However, the was no scar issued to the supplier since no further action was taken due to the supplier being discontinued. A potential root cause for this failure could be due to generated at supplier site or during transit to bard (example: defective / torn / broken components). A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leakage of disinfectant solution. When opened, nothing was touched and in the situation. Poppidone-iodine solution was leaking. Per follow up information received via ibc on 06may2025, stated that there was no patient involvement. Not used in patient.